Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occured. The 90% stenotic lesion with moderate calcification was located in the moderately tortuous superficial femoral artery. The physician advanced the 6.0x100/80mm sterling otw balloon catheter to the lesion and on the first inflation, inflated the balloon to 12atms and the balloon ruptured. The device was removed intact. There were no patient complications. The procedure was successfully completed with a non-bsc balloon catheter. Patient status is reported as "no problem".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.